Event description:
Pt who experienced pain for greater than one year was enrolled in a prodisc-c clinical trial. Pt was implanted at level c4-5 on (B)(6) 2005 with a prodisc-c implant. Pt returned to surgeon in (B)(6) 2011 reporting increase in right arm pain, shoulder to elbow, for the last two months. A CT scan was taken, date unk, with no conclusions being drawn. The implant was not removed. Treatment plan includes further CT scans.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn as no product was returned.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records could not be reviewed. Removing the diseased disc is supposed to remove the source of the patient's pain. Since the patient may have continued to experience pain after the original prodisc-c implantation, the surgeon may have failed to remove one or more of these pain generators. Subsequently, the reality that the surgeon removed the prodisc-c implant indicates the original discectomy and decompression may not have been thorough enough to remove the pain coming from that disc level. The prodisc-c technique guide specifically states performing a complete and meticulous discectomy, decompression, and remobilization of the disc space is critical to the success of the surgery. The source of the patient's continued pain remains unclear in this case.